Manufacturer narrative:
MDR device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced issues with 6 infusion sets, all of the same type. The cannula of the infusion set was bent. The event date was within the last month, but no exact dates were provided. The patient noticed symptoms within 3 hours of insertion, and the site was inserted in the upper buttocks. The patient regularly rotates the site location, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.